Event description:
It was reported that during a lung resection the device was used with three reloads, ecr60g. The stapler stopped working at third firing and the surgeon could not reactivate it even if he performed the indicated steps (dropping of red cursor, firing of the trigger, pressure on the button to open the branches). The surgeon had to force it with a device similar to a big screwdriver. The stapler sutured and cut. The procedure was completed with an anastomosis with sutures and floseal. No patient consequences reported.

Manufacturer narrative:
(B)(4). Jammed knife, damaged cartridge, damaged joint cover. The analysis found that one ec60a device was returned in good visual condition. One ecr60g cartridge reload was loaded in the device. The cartridge reload was received fully fired and with the cartridge deck damage. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. In addition, several staples were found lodged behind the knife and on the anvil knife slot, resulting the instrument difficult to open. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The batch record was reviewed and no anomalies were noted during the manufacturing process.